Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they have had "nothing but trouble" with the stimulator. The patient reported that the ins hasn't worked and hasn't helped them since date of implant and reported it's made them worse. The patient also reported it causes them a lot of pain and burns constantly where it's at. The patient stated they have informed the healthcare provider (hcp) of this and stated hcp has adjusted it. The patient stated they asked hcp about removing ins due to this and stated hcp has stated they can move ins to a different location and doesn't want to remove it. The patient stated they are not sure why their managing hcp stated they could move ins to a different location as opposed to remove the device. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device burning was not determined, it was not discussed by their healthcare provider. They said they did not know the cause/contributing factors, but they explained it was a constant burning feeling, not actual shocking and it was more in the pelvic area. Patient said they met with their healthcare provider after the previous call, around (B)(6) and the healthcare provider turned stimulation off and the patient felt better. The burning was completely gone. The device was subsequently removed on (B)(6) 2021. They believed it was a complete system removal.